Event description:
In 2009 the patient reported she woke up this morning with an elevated blood glucose reading of 289 mg/dl. She had no symptoms and treated her reading by bolusing 20.2 units of insulin. She stated she missed a bolus at lunch by mistake and when she tested tonight, her reading was 377 mg/dl. Troubleshooting did not find any product issues. She states that when she inserted a new insulin infusion headset last night, it was harder to push in and thought it might have gone into scar tissue. The patient was instructed to insert a new headset and she stated it went in easily. On follow up with the patient at about 2 days later, she stated she had had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.